Event description:
It was reported that the procedure was to treat a left anterior descending artery. During advancement of a 2.5 x 12 mm trek rx balloon catheter over a balance middleweight universal ii guide wire, the catheter became stuck on the guide wire while still inside the guiding catheter. The balloon catheter and guide wire had to be removed as a single unit. A new balloon catheter and guide wire were successfully used. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the catheter was able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all relevant information. The hi-torque balance middleweight, referenced is being filed under a separate manufacturing report number.